Event description:
Information received by medtronic indicated that the insulin pump had crack on battery side. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer reported a crack on the battery side. Insulin pump received with a broken retainer ring. Unable to perform displacement test due to the broken retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to the broken retainer ring. The following were noted during visual inspection: broken reservoir tube lip, reservoir tube lip that is pushed inwards, partially broken retainer ring. The reservoir tube lip is pushed so far inwards that it makes it difficult to insert a reservoir into the compartment. Did not note any cracks in the battery tube or in the battery threads. In summary, the customer¿s report of a crack on the battery side was not confirmed during visual inspection; however, there is cosmetic damage on the reservoir side. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.